Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux application crashed when user tried to pull medication from drawer 13. The application was reported to be freezing intermittently and stated the cubex application was not responding. The customer stated that the issue caused a delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the system application crashed. A field service engineer opened the back panel and found no power reaching the module board, they replaced both controller boards for each drawer and the module board, successfully restoring power. Medbank was then contacted to assist with reconfiguring both drawers, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.